Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to test and confirm alert behavior, received guidance on placing pump into storage mode, and was informed that pump settings and continuous glucose monitor would need to be set up again on replacement pump, while technical support arranged shipment of replacement pump and instructed return of problematic pump within 10 days.